Manufacturer narrative:
The device was returned for analysis and a partial lead was returned. No additional testing could be performed as the lead was cut. Review and confirmation of manufacturing records was performed. All records indicate the device met specification prior to leaving greatbatch. Risk documentation was also reviewed, however, no conclusions could be drawn since the epicardial lead is implanted as part of a complex pacing system therefore making it very difficult to determine what caused the insulation damage. A root cause is not able to be determined at this time. Greatbatch is unable to determine if the subject device contributed to the event. All records including sterility indicate the device met specification prior to leaving greatbatch.

Event description:
As reported: the device was explanted due to insulation damage.